Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
An external analysis of the liquid found on the components suggests that it was most likely saline solution. This excludes a device malfunction as the true cause of the event.

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. During the on-site investigation conducted by our field service engineer (fse) , the presence of moisture or liquid spill on the affected pcbs was confirmed. However, the hospital staff insists that nothing was spilled on the machine. The pcbs need to be replaced. However, there is no confirmation yet on whether the service has been completed and if the unit has been returned to clinical use. A visual inspection further confirmed corrosion and liquid exposure on the reported pcbs. No additional analysis was conducted, as the ingress of liquid or corrosive substances can lead to failures or short circuits, potentially resulting in system malfunction. There is no available information on how the liquid entered the anesthesia system or the nature of the spilled substance.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated an airway pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).